Event description:
(B)(6) 2011: additional information was received by the author the surgical procedure to replace the connector occurred on (B)(6) 2004.

Manufacturer narrative:
Corrected information regarding manufacturing site to (B)(4).

Event description:
Literature: krach le, partington md. Injected contrast study fails to demonstrate catheter-pump connector tear. J pediatr rehabil med. 2008; 1(2):175-178. Summary: a case study of (B)(6) boy with a history of cerebral palsy post birth at (B)(6) gestation. He also had a shunted hydrocephalus post intraventricular bleed. He had an itb pump that was replaced due to end of battery life of the previous pump approximately 1 yr before his presentation to the hosp.

Manufacturer narrative:
(B)(4). Reportable event: the authors reported the pt developed increasing tightness in his legs, agitation, an inability to sleep, leg shaking and leg pain. A (B)(4) study was performed, csf was easily withdrawn and the catheter was positioned correctly with no extravasations of dye along the catheter system. A (B)(4) study of the pump was normal. It was thought that the pt was having a shunt malfunction and shunt revision was undertaken. He was hospitalized for 18 days and underwent 3 shunt revisions with little change to symptoms. Normally, he was able to speak, but during this time period his speech was more difficult to understand and he had some unusual difficulty with handling food orally as well. Parents also reported that he had significant diaphoresis. Shortly after discharged from the hosp; he asked to return and did so 6 days later. A workup included another (B)(4) study and (b)(46) study; both were normal. A urinary tract infection was diagnosed and treated with oral antibiotic without any change in his symptoms. The pt was transferred to rehabilitation. The authors noted that his itb dose was being increased throughout this time; it went from 110 mcg/day to 290 mcg/day in three weeks with no improvement. While in rehabilitation the parents sought another opinion and they contacted the authors. The authors found that a previous CT scan showed small ventricles indicating normal shunt function; they admitted the pt for further eval. At the time of admission, the pt appeared to be uncomfortable and tired with increased muscle tone (ashworth scores of 3-5 in his lower extremities) and sustained clonus at both ankles. He also was noted to have palpable fluid in his itb pump pocket. Review of the x-rays that accompanied the pt revealed findings that caused the authors to be suspicious of a tear of the sleeve connecting the intrathecal catheter to the pump. A 100 microgram bolus was programmed, which did result in some relaxation of tone and 10 mg oral baclofen helped the pt sleep for 12 hrs (the first significant sleep in a month). The authors recommended the pump pocket be explored the next day, intraoperatively clear fluid was found in the pump pocket and the connector was visibly torn. The connector was replaced, the catheter was patent and the pump was reprogrammed to provide 100 mcg/day of itb. The pt was sleepy (heart rate of approx 50-60 bpm). The dose was slowly decreased to 50 mcg/day and then slowly increased to 85 mcg/day. On discharge, the pt ws feeling well (ashworth scores were 1-2) but had leg soreness.